Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implated: unk. Explanted: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -14.50/+2.0/096 (sphere/cylinder/axis), in the patients left eye (os). The lens was explanted due to patient experienced a refractive surprise (va was 20/400). Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a vial. Visual inspection found one haptic torn. The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -14.50/+2.0/096 (sphere/cylinder/axis), in the patients left eye (os). The patient had normal eye pressure, good vault but is +5.50 and is seeing 20/400. The lens was explanted. Additional information has been requested but none has been forthcoming. Claim # (B)(4).